Event description:
As reported through the (B)(6) study, approximately 1 year post transfemoral transcatheter aortic valve replacement (tavr) the patient was admitted to the hospital for possible diskitis as evident by an abnormal MRI. In addition to an MRI, blood and spinal fluids were cultured and biopsied and were found to be positive for enterococcus callus. A diagnosis of aortic bioprosthetic valve endocarditis with bacteremia and l5-s1 diskitis with enterococcus callus was made and the patient was started on long-term antibiotics as the patient was not a candidate for conventional surgery. The patient has a do-not-resuscitate status and was discharged in stable condition to a skilled nursing facility ((B)(6) 2012) for ongoing antibiotic therapy. A 2d echo ((B)(6) 2012) showed an ef of 50-55% with moderate concentric lvh, moderate dilated left atrium pseudo normal pattern of the left ventricular diastolic filling. Tte on (B)(6) 2012 showed the mitral valve appears to be normal with moderate mitral valve regurgitation. Additionally, post tavr with bioprosthetic stent valve there was no degree of aortic stenosis, trace aortic regurgitation, moderate perivalvular aortic regurgitation, and there were 2 small mobile structures with the appearance of vegetation on the inferior aspect of the valve at 3 and 9 o'clock positions.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted, however, per report, there was no device malfunction. A device history record (DHR) review could not be performed because the lot number is unknown. Per the instructions for use, endocarditis is a known potential adverse event associated with the tavr procedure. Enterococci are part of the normal intestinal flora of humans but are also important pathogens responsible for serious infections. According to the literature, e. Faecalis is the third-most-common cause of bacterial endocarditis overall. In this case, it appears that patient factors including spinal diskitis along with other significant co-morbidities caused or contributed to the events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
A device history record (DHR) review for the valve was performed and all manufacturers' specifications were met prior to release for distribution.